Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to patient had very unique conduction system irregularities and helix was extended and retracted more than three times and was kinked after the attempts. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to patient had very unique conduction system irregularities and helix was extended and retracted more than three times and was kinked after the attempts. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance indicating conductors are intact. A failing helix mechanism due to the helix being deformed. Further, helix tips which are deformed to the point of inhibiting extension or retraction of the helix are a known risk for active fixation leads.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance indicating conductors are intact. A failing helix mechanism due to the helix being deformed. Further, helix tips which are deformed to the point of inhibiting extension or retraction of the helix are a known risk for active fixation leads. This supplemental correction report was created to capture updates on d4: unique identifier.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to patient had very unique conduction system irregularities and helix was extended and retracted more than three times and was kinked after the attempts. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.